Event description:
It was reported that the 9800 system had a charger failure error during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The batteries were replaced by the customer. The system was found to be working as intended and put back into service.